Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, pump error 53 (software error detected), damage (physical or cosmetic). The customer reported blood glucose value of 306 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-213a, mmt-1884, mmt-332a. Troubleshooting was performed. Customer was not using the auto mode/smartguard feature at the time of the event. Customer reported receiving a pump error. Customer was able to clear the error and complete rewind if requested. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer has been using the insulin pump system within 48 hours of reported event. Customer declined to continue with troubleshooting. No further patient complications were reported. The customer will discontinue to use the insulin pump. No product return is required for mmt-213a. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-332a.

Manufacturer narrative:
Unit passed the following tests: displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self-test. Successfully utilized and thump to download history files and traces. Pump error 53 was recorded on 10/30/2024 05:05:43.000 (file # = 99, line #= 114) due to hardware error. Pump was cut open to perform visual inspection and found moisture damage on pcba1. The following were noted during visual inspection: battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case, missing display window/cover, cracked keypad overlay, and scratched case. In summary. Pump error 53 confirmed due to hardware error caused by moisture damage. Unable to verify for high bg's. Customer concern for cosmetic damage at backside of pump confirmed per visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.